Event description:
On the third day post treatment to obliterate the refluxing bilateral greater saphenous vein the pt came for a scheduled follow-up with leg swelling and pain. With duplex ultra sound, bilateral thrombus extensions were detected. In the right leg the thrombus extended from common fem0ral vein to tibial vein. In the left leg a partial thrombus was detected in the common femoral vein. The pt was hospitalized for an unspecified period of time and treated with heparin and coumadin.